Manufacturer narrative:
This product has not been received as of the date of this report. Should further relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The intended lesion was located in the 99% stenotic, calcified, and moderately tortuous left anterior descending (lad) coronary artery. During preparation for the procedure, the balloon ruptured. The number of inflations or the pressure the balloon was subjected to is unknown. It was noted, however, that the balloon ruptured under its rated burst pressure (rbp). The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good".